Event description:
Report rec'd of no audible alarm tone. During testing by the user facility, the device did not sound an audible alarm tone on the low volume setting. There were no reports of any adverse pt events, while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not completed.